Manufacturer narrative:
(B)(4). Evaluation, results: (myocardial infarction).

Event description:
One endeavor sprint rx drug-eluting stent was deployed to the prox lcx during the index procedure. Post-procedure residual stenosis was 0% with timi 3 flow. There was a suspected mi during the index or re-pci procedure, categorized as a non q-wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. Pt was discharged approximately one week after the index procedure on aspirin and clopidogrel dosing. Pt was asymptomatic at 30 day, 6 month and 1 year follow-ups. Approx 17 months after the index procedure, the pt underwent revascularization of a non-target vessel, this event was not related to the study stent or the study procedure. The investigator has not assessed the relationship of the suspected mi to the study stent, study drug or study procedure. Pt had cardiac status of stable angina at 1.5 year follow-up.